Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges chair started lifting by itself and consumer fell out and hit her head on table.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges chair started lifting by itself and consumer fell out and hit her head on table.